Manufacturer narrative:
The field service engineer (fse) reported that there is no information on when the issue was first discovered; however, the customer does this test before starting therapy. The fse reported that it was discovered that the customer uses an extra filter for covid protection at the end of the patient circuit. This blocks the airflow if the patient is disconnected, and the unit does not recognize this. The fse reported that with a normal setup the system works normally. The root cause of the ventilator not recognizing when the mask is disconnected from the patient was caused by the user circuit setup. The user was using an extra filter for covid protection, therefore, when the patient is disconnected from the unit it does not recognize this action.

Manufacturer narrative:
(B)(6).

Event description:
The customer reported that the ventilator did not recognize when a mask was disconnected from a patient. Patient involvement information is unknown but has been requested. No patient or user harm was reported. The device was evaluated by the customer and an international philips remote service engineer (rse). Further information regarding repair has been requested from the customer. No response has been received at this time.